Event description:
It was reported by the caller that occlusion alarms occurred. Customer¿s blood glucose (bg) level ranged from the 400s mg/dl to displaying as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer continued to use the pump for insulin therapy.